Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient returned to the outpatient for follow-up. Upon interrogation, the atrial lead was unable to test sensing and exhibited loss of capture at maximum voltage. Under x-ray, the anode coil at the clavicle position of the atrial electrode was shown to be fractured. The ra lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 52.4 cm. Signs of compression consistent with clavicle crush forces was noted at 29.2 cm to 29.8 cm from the distal tip. The outer coil was noted to be fractured with the outer insulation intact. This is consistent with the observation from the field of lead fracture, failure to sense, and loss of capture.